Event description:
The product was opened, the catheter was zeroed after connecting to the monitor but when the catheter was implanted in the patient, it did not show any data. It was reported that the customer tried many times-reconnected again and still did not show data. The catheter was tried with a demo icp monitor and it still did not show data. Additional information has been requested.

Manufacturer narrative:
Additional information received on 28sep2017: the icp catheter showed zero below implant, but after implant the icp monitor showed ¿catheter failure¿. The (B)(6) years old female patient had a high blood pressure cerebral hemorrhage and needed to have his icp monitored. It was reported that the patient had "no external injury"; patient cerebral hemorrhage spontaneity. However, since the icp monitor showed ¿catheter failure¿ and no data, the ICU nurse could not write patient report. Due to the catheter failure, the patient could not be monitored continuously. The patient's family was worried about adverse effects. The physician removed the implanted catheter and replaced it with a new one. Only the icp catheter had an issue; the icp monitor was reported to be working (monitor serial number: (B)(4)) investigation completed 26sep2017. No change to investigation findings based on the additional information received on 28sep2017. 110-4g, lot 111e00322246 was manufactured on 31-jan-2017, and it will be expired on 10-jan-2020; lot met requirements before released to finished goods complaint history, model 110-4xxx, from sep-2015 through 21-sep-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and (B)(4) of them were confirmed. Failure rate percentage is (B)(4). The customer¿s complaint could not be confirmed as the customer did not return the device for evaluation. The device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Manufacturer narrative:
Investigation completed (B)(6) 2018. The returned catheter was tested for functionality and met all functional test criteria. The catheter was also connected to a cam02 test monitor and displayed a normal initial reading of -3mmhg. The customer reported lot 111e00322246; the customer returned catheter serial number (B)(4), it belongs to lot 111ery293308, 110-4g. The catheter met specifications before released to finished goods. The reported customer complaint could not be confirmed. The root cause of the issue could not be determined at this time.